Event description:
Upon initial fitting of the hearing instrument the patient presented with perceived "pop, pop, pop" sounds and a reduction of hearing in the right ear. The company is in the process of obtaining the hearing aid for investigation. This is the initial report. A supplemental report including patient follow up details will be issued when more information is available.

Manufacturer narrative:
Manufacturer has made three attempts to obtain additional information on the case. No conclusive information could be obtained regarding the malfunction or the injury reported. The device could not be obtained for analysis. Production records of the device do not show any deviations in production process and quality tests. The case is currently closed and will be re-opened if further information becomes available. No corrective/preventive action has been initiated due to insufficient information on the case. The risk file of the device includes risks related to the hazard of loud sound for the residual hearing of the patient. Similar events will be monitored for trends.

Event description:
Upon initial fitting of the hearing instrument the patient presented with perceived "pop, pop, pop" sounds and a reduction of hearing in the right ear. Audiologist reported that the patient refused to be seen for hearing evaluation and medical treatment. After three attempts no further information on the case could be obtained. This is the final report. No further information will be obtained.